Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-15966. It was reported that when the patient presented in clinic for a follow up, right atrial (ra) lead noise and unknown issue were observed on the right ventricular (rv) leads. The ra and rv lead were capped and replaced on (B)(6) 2019. The patient was stable.